Manufacturer narrative:
(B)(4).

Event description:
A physician was attempting to treat a lesion in the sfa/popliteal using in.pact pacific balloon catheter. It was reported that the during balloon inflation, a twist was noted in the balloon. Procedure was completed with another balloon. There was no injury to patient or clinical sequelae reported for this event. The lesion calcification, stenosis and vessel tortuosity were normal. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device returned: dry blood and contrast agent were found in the circuit, a twist on the balloon were detected at 50 mm from the tip. The inspection did not report any other abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: 1 bar: some wrinkles were noted on the balloon, in correspondence of the balloon twist detected; 2 bar: the balloon kept showing some wrinkles and a slightly change in profile; 7 bar: the wrinkles were no more visible. A twist was detected on the guide wire lumen. 14 bar: the twist on the guide wire lumen was clearly visible. Evaluation, methods: visual inspection; results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.